Event description:
It was reported that patient underwent ankle arthroplasty procedure on (B)(6) 2011. Subsequently, radiographs taken on (B)(6) 2012 revealed the ankle locking nail to be fractured. A revision procedure has not been performed to date; however, the surgeon indicated that a revision procedure is necessary.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "the patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend or be damaged as a result of stress, activity, load bearing, or weight bearing." The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. Remains implanted.